Event description:
The customer reported that the alarm has no power when test with new batteries. Battery connectors are intact. The battery door is missing from the alarm. No visible damage to the outside of the alarm case. There was no pt injury reported. Inspection of the product found that the power is intermittent on the alarm.

Manufacturer narrative:
(B)(4): eval results - inspection of the returned product found that the power is intermittent when using new batteries but not when using the ac adapter. The battery door is missing and there is battery acid leakage and corrosion in the battery compartment. (B)(4).